Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced during inspection, and it is likely it occurred due to the power supply environment of the user facility. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The referenced unit was returned to the service center. The evaluation did not confirm the reported issue as the unit was inspected/tested and turns on normally. However, the scope socket slider switch was found to be worn out causing intermittent use of high intensity mode. Additionally, there is corrosion in the air tubing. The unit was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that the evis exera iii xenon light source would not power on during a diagnostic procedure; the power supply was inspected and there was no power coming in. There was no problems reported with other equipment on the cart. The device will be returned for a service evaluation. No patient injury or harm was reported.